Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that transtelephonic monitoring showed no magnet response. When the patient was seen in the clinic, the device could not be interrogated. Therefore, the device was replaced.